Event description:
The complainant had an impella cp placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump's access site was seen to have a bleed that prompted the team to treat with femostop, manual hold, additional suture, and lidocaine with epinephrine. Later, it was reported that there was light pink urine. P-level reduced to p-2 and the pump was pulled back two centimeters. Support was continued until weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. Access site bleeding: clinical mention bleeding occurred after insertion of guidewire repositioning unit. Activated clotting time (act) was noted to be 280. The root cause of access site bleeding - major was most likely due to anticoagulation management because the act values reported during the time of bleed are higher than the suggested therapeutic range during the tome of bleed. Hemolysis: no product was returned for analysis. The data logs from the case do not show any motor current spikes outside p-level changes and there were no suction or pump positioning abnormalities. Clinical mention scant light pink uop began overnight with imaging used for pump position which revealed pump position was not good. Echo shows inlet 5.3cm from av. The pump was pulled back 2cm. Complication was managed by position adjustment and -level reduction. Subsequent patient updates after repositioning revealed normal urine output not pink or yellow indicating hemolysis resolution. The root cause of the hemolysis was most likely due to improper positioning as evidenced by the imaging revealing pump not in good position and the issue resolution after pump repositioning.